Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed, concentric lesion in the circumflex artery. The lesion was dilated with a semi-compliant balloon catheter; however, the lesion was not fully dilated. The 3.0 x 12 mm nc trek balloon catheter was used to further dilate the lesion and the balloon ruptured at 12 atmospheres. Some resistance was felt during advancement to the lesion site due to the anatomy. No resistance was felt upon removal of the device. There was no further attempt to dilate the lesion and the procedure was completed. The balloon was soaked in saline prior to use and air was pulled outside the anatomy prior to use. No resistance was noted during the removal of the protective sheath. No clinically significant delay in the procedure or adverse patient effects was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.